Manufacturer narrative:
Additional information: evaluation codes; narrative text. (B)(4). The novaflex+ delivery system was returned to edwards lifesciences for evaluation. The delivery system, with the crimped valve, was received inserted through the esheath. The balloon shaft was in valve alignment position and the full fine adjust was used. Visual inspection revealed a kink present on the flex shaft where it exited the sheath. The sapien xt valve was not fully aligned. Following the removal of the valve from the device, damage was visible on the guidewire shaft. No other visual abnormalities were observed. During inflation of the balloon to remove the valve, fluid leaked out of the device through the nose tip. When flushing the guidewire lumen, fluid entered the balloon. In subsequent visual inspections, a break was found in the guidewire lumen. Functional testing could not be performed with a sample valve due to the break in the guidewire lumen. The function of the handle components was verified. The balloon shaft clicked into place and locked in both the default and valve alignment positions. The full fine adjust travel could be used without any abnormalities observed. Dimensional analysis of the inner diameter (ID) and outer diameter (od) of the guidewire shaft was performed. All measurements met specifications. During the manufacturing process, the novaflex+ delivery system undergoes multiple 100% manufacturing and quality inspections. Verification of the final adjustment button mechanism and fine adjustment knob rotation is performed, including 100% visual inspection for any physical defects and 100% inspection of the fine adjust sub-assembly. The device is also 100% leak tested. These inspections during the manufacturing process and product verification testing support that it is unlikely that any manufacturing non-conformance contributed to the reported event. In this case, the complaint of the fine adjust difficulty was unable to be confirmed. The fine adjust mechanism was verified to be functional, although testing with a sample valve could not be performed due to the leak observed on the device. No potential manufacturing non-conformances were identified in the returned sample. The complaint of the delivery system leakage was confirmed based on the damage found on the guidewire lumen. Information concerning the access vessel minimum luminal diameter, degree of vessel calcification and tortuosity was not provided. A definite root cause of the delivery system leakage cannot be confirmed at this time. However, no potential manufacturing non-conformances were identified. Based on the available information, procedural factors (valve alignment difficulty, manipulation of the device) likely contributed to the delivery system leakage. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the implant of a 29mm sapien xt valve in a pre-existing magna ease surgical valve in the pulmonic position, the delivery system balloon was pulled into the valve and the system was locked; however, the fine adjust could not get the valve between the markers. The valve was approximately 5mm away from the markers. The delivery system was reset 3 times and negative pressure was pulled to remove possible extra fluid in the device; however, the valve could not be aligned. The system was removed. New devices were prepared and used to complete the case. The delivery system was returned to edwards lifesciences for evaluation. During pre-decontamination, the delivery system with the crimped valve was observed to be fully inserted through the esheath. Upon removal of the delivery system from the sheath, the valve was noted to be in the valve alignment position with all of the fine adjust used. The valve was not fully aligned. During balloon inflation, fluid was observed leaking out of the distal nose tip and the balloon could not be fully inflated. When flushing the guidewire lumen, fluid was observed entering the balloon from the distal end of the guidewire lumen.